Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
End user is stating that when in the upright position, he is getting this intermittent drive inhibit, but when tilt it works correctly with drive lockout.